Event description:
A device was returned to a third-party service centre stating the device service required message and beeping in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service centre visually inspected the device and found evidence of foam degradation, and foam particles were visible. In addition, the device was scrapped.